Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call, she was having issues with air bubble in the reservoir. Customer stated she was in high altitude and wanted to know if that may cause the issue. Customer was advised to call back to perform troubleshooting when issues occurred. Customer's blood glucose wasn't provided. The reservoir is not being returned for analysis.